Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused injuries related to the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam became degraded and caused injuries related to the device. The patient did not report to receive medical intervention. Despite multiple attempts on 7/08/2022, 7/15/2022, 7/21/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. The product was retrieved from the patient and was scrapped on (B)(6)2021. Product is not available for return. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.